Event description:
This ra lead was implanted on (B)(6) 2005. A call to technical services on 8/15/2012 states that there is possible undersensing in the ra. Measured p waves at 0.4mv. Health care provider stated they will reprogram ra agc to 0.15. No adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).